Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0735) on 22-aug-2015. The most recent information was received on 24-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation was on left fallopian tube in left pelvic area") and genital haemorrhage ("excessive bleeding/excessive bleeding in pelvic area") in a 34-year-old female patient who had essure (batch no. 202057856 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 1 (30-sep-1999). Concurrent conditions included menorrhagia and metrorrhagia. In 2009, the patient experienced migraine ("frequent migraines/ atypical migraines"), arthralgia ("joint pain/excruciating pain in hips/nickel allergy causing my hip pain"), back pain ("chronic lower back/ sharp, stabbing, horrible pain in lower back/nickel allergy causing my back pain"), nausea ("moderate nausea"), the first episode of abdominal distension ("bloating"), swelling ("painful swelling") and premenstrual syndrome ("magnified period symptoms"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, joint swelling ("joint swelling"), loss of libido ("complete loss of libido"), acne ("acne"), the second episode of abdominal distension ("bloating,"), menorrhagia ("heavier periods"), dysmenorrhoea ("painful periods"), allergy to metals ("nickel allergy/ nickel allergy causing my back pain/hypersensitivity reaction to nickel"), malaise ("never felt this ill in my life"), alopecia ("thinning hair") and mental disorder ("essure caused aggravated psychiatric psychological conditions"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy taking all by her ovaries). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage, arthralgia and back pain had resolved, the migraine was resolving. At the time of the report, the fallopian tube perforation, allergy to metals and mental disorder had resolved and the joint swelling, loss of libido, acne, the last episode of abdominal distension, menorrhagia, dysmenorrhoea, malaise, alopecia, nausea, swelling and premenstrual syndrome outcome was unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, joint swelling, loss of libido, malaise, menorrhagia, mental disorder, migraine, nausea, premenstrual syndrome, swelling, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the devices was deployed and wheeled back again with four coils being seen on the right side. The left ostia was then identified and the tube was cannulated similar to the right side with six coils being seen in the left. There were no complications. The patient tolerated the procedure well. All instruments were then removed from the vagina diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test pregnancy test urine - on (B)(6) 2009: negative . On (B)(6) 2015, pelvic ultrasound- right tube: appearance- no adnexal masses seen. The right essure implant was seen in typical corneal position. Left tube: appearance- no adnexal masses seen. The left essure implant was seen in typical corneal position. Impression: the anteverted uterus is normal in size and contour. No endometrial echo or pockets of fluid are visualized, consistent with her previous ablation. Both essure implants are seen in typical cornual position. The adnexa are unremarkable without cyst, mass, or free fluid. Both ovaries are identified. On (B)(6) 2016,surgical pathological report-received in fixative is a uterus with attached left fallopian tube and detached right fallopian tube. The uterus weighs 110 grams and measures 9 x 5 x 4.2 cm. The serosal surface is slightly congested and smooth. The cervix measures 3 cm in diameter. The os measures 0.5 cm. The exo cervix around the os shows focal congestion. The endometrial cavity measures 3.5 x 1.5 cm. The endometrium measures 0.1 cm in thickness. The myometrium measures 2 cm in thickness. On sectioning, the cut surface is grossly unremarkable. The left tube measures 6.5 x 0.5 cm. The fimbriais identified. Near the fimbriated end, there is a possible para tubal cyst measuring 0.4 cm. The right tube measures 6.6 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there are three thin walled para tubal cysts measuring 0.3 cm, 0:4 cm and 0.5 cm. Representative sections are submitted as follows: cassettes (1) cervix, (2 - 4) endometrium , myometrium , (5) left tube and para tubal cyst , (6) right tube and para tubal cysts. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-may-2018: quality-safety evaluation of ptc received: invalid batch number. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 30-oct-2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation was on left fallopian tube in left pelvic area"), uterine perforation ("perforated my uterus") and genital haemorrhage ("excessive bleeding/excessive bleeding in pelvic area / excessive bleeding within 6 months of implant") in a 34-year-old female patient who had essure (batch no. 202057856 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation with essure". The patient's past medical history included psychological disorder nos, multigravida, parity 1 ((B)(6) 1999) and anemia. Concurrent conditions included menorrhagia, metrorrhagia, libido decreased, cervical dysplasia, depression, menses irregular, metrorrhagia, adenomyosis, ovarian cyst, vaginal discharge, bloating, diarrhea, nausea, nabothian cyst, paratubal cyst, amenorrhea, fatigue and ankle swelling. In 2009, the patient experienced arthralgia ("joint pain/excruciating pain in hips/nickel allergy causing my hip pain"), migraine ("frequent migraines/ atypical migraines"), nausea ("moderate nausea"), swelling ("painful swelling"), back pain ("chronic lower back/ sharp, stabbing, horrible pain in lower back/nickel allergy causing my back pain"), premenstrual syndrome ("magnified period symptoms") and the first episode of abdominal distension ("bloating"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/ nickel allergy causing my back pain/hypersensitivity reaction to nickel"), mental disorder ("essure caused aggravated psychiatric psychological conditions"), joint swelling ("joint swelling"), loss of libido ("complete loss of libido"), acne ("acne"), the second episode of abdominal distension ("bloating,"), menorrhagia ("heavier periods"), dysmenorrhoea ("painful periods"), malaise ("never felt this ill in my life") and alopecia ("thinning hair"). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingectomy taking all by her ovaries) and surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage, arthralgia and back pain had resolved, the migraine was resolving. At the time of the report, the fallopian tube perforation, allergy to metals and mental disorder had resolved and the uterine perforation, nausea, swelling, joint swelling, premenstrual syndrome, loss of libido, acne, the last episode of abdominal distension, menorrhagia, dysmenorrhoea, malaise and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, joint swelling, loss of libido, malaise, menorrhagia, mental disorder, migraine, nausea, premenstrual syndrome, swelling, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the devices was deployed and wheeled back again with four coils being seen on the right side. The left ostia was then identified and the tube was cannulated similar to the right side with six coils being seen in the left. There were no complications. The patient tolerated the procedure well. All instruments were then removed from the vagina . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test. Pregnancy test urine - on (B)(6) 2009: negative . On (B)(6) 2015, pelvic ultrasound- right tube: appearance- no adnexal masses seen. The right essure implant was seen in typical corneal position. Left tube: appearance- no adnexal masses seen. The left essure implant was seen in typical corneal position. Impression: the anteverted uterus is normal in size and contour. No endometrial echo or pockets of fluid are visualized, consistent with her previous ablation. Both essure implants are seen in typical cornual position. The adnexa are unremarkable without cyst, mass, or free fluid. Both ovaries are identified. On (B)(6) 2016,surgical pathological report-received in fixative is a uterus with attached left fallopian tube and detached right fallopian tube. The uterus weighs 110 grams and measures 9 x 5 x 4.2 cm. The serosal surface is slightly congested and smooth. The cervix measures 3 cm in diameter. The os measures 0.5 cm. The exo cervix around the os shows focal congestion. The endometrial cavity measures 3.5 x 1.5 cm. The endometrium measures 0.1 cm in thickness. The myometrium measures 2 cm in thickness. On sectioning, the cut surface is grossly unremarkable. The left tube measures 6.5 x 0.5 cm. The fimbriais identified. Near the fimbriated end, there is a possible para tubal cyst measuring 0.4 cm. The right tube measures 6.6 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there are three thin walled para tubal cysts measuring 0.3 cm, 0:4 cm and 0.5 cm. Representative sections are submitted as follows: cassettes (1) cervix, (2 - 4) endometrium , myometrium , (5) left tube and para tubal cyst , (6) right tube and para tubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet and medical records were added. Event per pfs: excessive bleeding within 6 months of implant clubbed with the previous event. Events per mr: had ablation with essure and perforated my uterus were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 22-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation was on left fallopian tube in left pelvic area'), uterine perforation ('perforated my uterus') and genital haemorrhage ('excessive bleeding/excessive bleeding in pelvic area / excessive bleeding within 6 months of implant') in a 34-year-old female patient who had essure (batch no. 202057856 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation with essure". The patient's medical history included psychological disorder nos, multigravida, parity 1 ((B)(6) 1999) and anemia. Concurrent conditions included menorrhagia, metrorrhagia, libido decreased, cervical dysplasia, depression, menses irregular, metrorrhagia, adenomyosis, ovarian cyst, vaginal discharge, bloating, diarrhea, nausea, nabothian cyst, paratubal cyst, amenorrhea, fatigue and ankle swelling. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced arthralgia ("joint pain/excruciating pain in hips/nickel allergy causing my hip pain"), migraine ("frequent migraines/ atypical migraines"), nausea ("moderate nausea"), swelling ("painful swelling"), back pain ("chronic lower back/ sharp, stabbing, horrible pain in lower back/nickel allergy causing my back pain"), premenstrual syndrome ("magnified period symptoms") and the first episode of abdominal distension ("bloating"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/ nickel allergy causing my back pain/hypersensitivity reaction to nickel"), mental disorder ("essure caused aggravated psychiatric psychological conditions"), joint swelling ("joint swelling"), loss of libido ("complete loss of libido"), acne ("acne"), the second episode of abdominal distension ("bloating,"), menorrhagia ("heavier periods"), dysmenorrhoea ("painful periods"), malaise ("never felt this ill in my life"), alopecia ("thinning hair") and myalgia ("sore muscles"). The patient was treated with ibuprofen and surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and hysterectomy with bilateral salpingectomy taking all by her ovaries). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage, arthralgia and back pain had resolved, the migraine was resolving. At the time of the report, the fallopian tube perforation, allergy to metals and mental disorder had resolved and the uterine perforation, nausea, swelling, joint swelling, premenstrual syndrome, loss of libido, acne, the last episode of abdominal distension, menorrhagia, dysmenorrhoea, malaise, alopecia and myalgia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, joint swelling, loss of libido, malaise, menorrhagia, mental disorder, migraine, myalgia, nausea, premenstrual syndrome, swelling, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the devices was deployed and wheeled back again with four coils being seen on the right side. The left ostia was then identified and the tube was cannulated similar to the right side with six coils being seen in the left. There were no complications. The patient tolerated the procedure well. All instruments were then removed from the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure confirmation test. Pregnancy test urine - on (B)(6) 2009: results: negative. Diagnostic results: on (B)(6) 2015, pelvic ultrasound- right tube: appearance- no adnexal masses seen. The right essure implant was seen in typical corneal position. Left tube: appearance- no adnexal masses seen. The left essure implant was seen in typical corneal position. Impression: the anteverted uterus is normal in size and contour. No endometrial echo or pockets of fluid are visualized, consistent with her previous ablation. Both essure implants are seen in typical cornual position. The adnexa are unremarkable without cyst, mass, or free fluid. Both ovaries are identified. On (B)(6) 2016,surgical pathological report-received in fixative is a uterus with attached left fallopian tube and detached right fallopian tube. The uterus weighs 110 grams and measures 9 x 5 x 4.2 cm. The serosal surface is slightly congested and smooth. The cervix measures 3 cm in diameter. The os measures 0.5 cm. The exo cervix around the os shows focal congestion. The endometrial cavity measures 3.5 x 1.5 cm. The endometrium measures 0.1 cm in thickness. The myometrium measures 2 cm in thickness. On sectioning, the cut surface is grossly unremarkable. The left tube measures 6.5 x 0.5 cm. The fimbriais identified. Near the fimbriated end, there is a possible para tubal cyst measuring 0.4 cm. The right tube measures 6.6 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there are three thin walled para tubal cysts measuring 0.3 cm, 0:4 cm and 0.5 cm. Representative sections are submitted as follows: cassettes (1) cervix, (2 - 4) endometrium , myometrium , (5) left tube and para tubal cyst , (6) right tube and para tubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event sore muscle pain and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 22-aug-2015. The most recent information was received on 12-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation was on left fallopian tube in left pelvic area'), uterine perforation ('perforated my uterus') and genital haemorrhage ('excessive bleeding/excessive bleeding in pelvic area / excessive bleeding within 6 months of implant') in a 34-year-old female patient who had essure (batch no. 202057856 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation with essure". The patient's medical history included psychological disorder nos, multigravida, parity 1 ((B)(6) 1999) and anemia. Concurrent conditions included menorrhagia, metrorrhagia, libido decreased, cervical dysplasia, depression, menses irregular, metrorrhagia, adenomyosis, ovarian cyst, vaginal discharge, bloating, diarrhea, nausea, nabothian cyst, paratubal cyst, amenorrhea, fatigue and ankle swelling. In 2009, the patient experienced arthralgia ("joint pain/excruciating pain in hips/nickel allergy causing my hip pain"), migraine ("frequent migraines/ atypical migraines"), nausea ("moderate nausea"), swelling ("painful swelling"), back pain ("chronic lower back/ sharp, stabbing, horrible pain in lower back/nickel allergy causing my back pain"), premenstrual syndrome ("magnified period symptoms") and the first episode of abdominal distension ("bloating"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/ nickel allergy causing my back pain/hypersensitivity reaction to nickel"), mental disorder ("essure caused aggravated psychiatric psychological conditions"), joint swelling ("joint swelling"), loss of libido ("complete loss of libido"), acne ("acne"), the second episode of abdominal distension ("bloating,"), menorrhagia ("heavier periods"), dysmenorrhoea ("painful periods"), malaise ("never felt this ill in my life"), alopecia ("thinning hair") and myalgia ("sore muscles"). The patient was treated with ibuprofen and surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and hysterectomy with bilateral salpingectomy taking all by her ovaries). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage, arthralgia and back pain had resolved, the migraine was resolving. At the time of the report, the fallopian tube perforation, allergy to metals and mental disorder had resolved and the uterine perforation, nausea, swelling, joint swelling, premenstrual syndrome, loss of libido, acne, the last episode of abdominal distension, menorrhagia, dysmenorrhoea, malaise, alopecia and myalgia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, joint swelling, loss of libido, malaise, menorrhagia, mental disorder, migraine, myalgia, nausea, premenstrual syndrome, swelling, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the devices was deployed and wheeled back again with four coils being seen on the right side. The left ostia was then identified and the tube was cannulated similar to the right side with six coils being seen in the left. There were no complications. The patient tolerated the procedure well. All instruments were then removed from the vagina diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure confirmation test. Pregnancy test urine - on (B)(6) 2009: results: negative. Diagnostic results: on (B)(6) 2015, pelvic ultrasound- right tube: appearance- no adnexal masses seen. The right essure implant was seen in typical corneal position. Left tube: appearance- no adnexal masses seen. The left essure implant was seen in typical corneal position. Impression: the anteverted uterus is normal in size and contour. No endometrial echo or pockets of fluid are visualized, consistent with her previous ablation. Both essure implants are seen in typical cornual position. The adnexa are unremarkable without cyst, mass, or free fluid. Both ovaries are identified. On (B)(6) 2016, surgical pathological report-received in fixative is a uterus with attached left fallopian tube and detached right fallopian tube. The uterus weighs 110 grams and measures 9 x 5 x 4.2 cm. The serosal surface is slightly congested and smooth. The cervix measures 3 cm in diameter. The os measures 0.5 cm. The exo cervix around the os shows focal congestion. The endometrial cavity measures 3.5 x 1.5 cm. The endometrium measures 0.1 cm in thickness. The myometrium measures 2 cm in thickness. On sectioning, the cut surface is grossly unremarkable. The left tube measures 6.5 x 0.5 cm. The fimbriais identified. Near the fimbriated end, there is a possible para tubal cyst measuring 0.4 cm. The right tube measures 6.6 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there are three thin walled para tubal cysts measuring 0.3 cm, 0:4 cm and 0.5 cm. Representative sections are submitted as follows: cassettes (1) cervix, (2 - 4) endometrium , myometrium , (5) left tube and para tubal cyst, (6) right tube and para tubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0735) on 22-aug-2015. The most recent information was received on 15-dec-2016. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation was on left fallopian tube in left pelvic area") and genital haemorrhage ("excessive bleeding/excessive bleeding in pelvic area") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 1 ((B)(6) 1999). Concurrent conditions included menorrhagia and metrorrhagia. In 2009, the patient experienced migraine ("frequent migraines/ atypical migraines"), arthralgia ("joint pain/excruciating pain in hips/nickel allergy causing my hip pain"), back pain ("chronic lower back/ sharp, stabbing, horrible pain in lower back/nickel allergy causing my back pain"), nausea ("moderate nausea"), the first episode of abdominal distension ("bloating"), swelling ("painful swelling") and premenstrual syndrome ("magnified period symptoms"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, joint swelling ("joint swelling"), loss of libido ("complete loss of libido"), acne ("acne"), the second episode of abdominal distension ("bloating,"), menorrhagia ("heavier periods"), dysmenorrhoea ("painful periods"), allergy to metals ("nickel allergy/ nickel allergy causing my back pain/hypersensitivity reaction to nickel"), malaise ("never felt this ill in my life"), alopecia ("thinning hair") and mental disorder ("essure caused aggravated psychiatric psychological conditions"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy taking all by her ovaries). Essure was removed on (B)(6) 2015. In 2015, the genital haemorrhage, arthralgia and back pain had resolved, the migraine was resolving. At the time of the report, the fallopian tube perforation, allergy to metals and mental disorder had resolved and the joint swelling, loss of libido, acne, the last episode of abdominal distension, menorrhagia, dysmenorrhoea, malaise, alopecia, nausea, swelling and premenstrual syndrome outcome was unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, joint swelling, loss of libido, malaise, menorrhagia, mental disorder, migraine, nausea, premenstrual syndrome, swelling, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the devices was deployed and wheeled back again with four coils being seen on the right side. The left ostia was then identified and the tube was cannulated similar to the right side with six coils being seen in the left. There were no complications. The patient tolerated the procedure well. All instruments were then removed from the vagina diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test. Pregnancy test urine - on (B)(6) 2009: negative. On (B)(6) 2015, pelvic ultrasound- right tube: appearance- no adnexal masses seen. The right essure implant was seen in typical corneal position. Left tube: appearance- no adnexal masses seen. The left essure implant was seen in typical corneal position. Impression: the anteverted uterus is normal in size and contour. No endometrial echo or pockets of fluid are visualized, consistent with her previous ablation. Both essure implants are seen in typical cornual position. The adnexa are unremarkable without cyst, mass, or free fluid. Both ovaries are identified. On (B)(6) 2016,surgical pathological report-received in fixative is a uterus with attached left fallopian tube and detached right fallopian tube. The uterus weighs 110 grams and measures 9 x 5 x 4.2 cm. The serosal surface is slightly congested and smooth. The cervix measures 3 cm in diameter. The os measures 0.5 cm. The exo cervix around the os shows focal congestion. The endometrial cavity measures 3.5 x 1.5 cm. The endometrium measures 0.1 cm in thickness. The myometrium measures 2 cm in thickness. On sectioning, the cut surface is grossly unremarkable. The left tube measures 6.5 x 0.5 cm. The fimbriais identified. Near the fimbriated end, there is a possible para tubal cyst measuring 0.4 cm. The right tube measures 6.6 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there are three thin walled para tubal cysts measuring 0.3 cm, 0:4 cm and 0.5 cm. Representative sections are submitted as follows: cassettes (1) cervix, (2 - 4) endometrium , myometrium , (5) left tube and para tubal cyst , (6) right tube and para tubal cysts. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs and mr received. All relevant medical history, concomitant medication, concurrent condition and lab test were added, start date and stop date were updated. Events persistent pain including: perforation was on left fallopian tube in left pelvic area, persistent pain/pelvic pain/ sharp, stabbing, and excruciating pain in pelvic area/ slight pain and abdominal pain, excessive bleeding, and chronic lower back, hip pain, atypical migraines, and excessive bleeding in pelvic area after receiving essure device, magnified period symptoms, essure caused aggravated psychiatric psychological conditions, painful swelling, bloating, cramping, moderate nausea were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.